Manufacturer narrative:
The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the supply line of an amia automated pd set with cassette and the supply bag which resulted in a leak of solution. The disconnection occurred during an unspecified process step while the patient was not connected for peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.